Event description:
Pt called and stated that whisperject device is not working. She placed syringe inside and did everything by instructions but medication is still not coming out. Provided her with MFR number so she can call for replacement.